Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one 3.0 x 34mm onyx frontier drug eluting stent to treat a lesion. It was stated that 3.0 x 34mm was indicated on the box, package and stent delivery device hub. It was reported that when the stent balloon was inflated to 14 atm for 21 seconds, the balloon appeared larger than the expected 3.0mm. Intravascular ultrasound measured the balloon expanded stent at 3.5 mm. A distal stent edge dissection was also noted which required addition stenting. No further patient injury was reported.

Manufacturer narrative:
Regulatory report 9612164-2024-02897 aware date is (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempt was made to use one 3.0 x 34mm onyx frontier drug eluting stent to treat a non-calcified, non-tortuous lesion with 80% stenosis in the mid left anterior descending artery (lad). The device was inspected before use with no issues noted. The lesion was pre-dilated with a 2.0 and 2.5 nc euphora balloon. Resistance was not noted when advancing the device to the lesion. The onyx frontier was successfully implanted in the patient. It is believed that the dissection was caused by the onyx frontier. The additional stent was placed at the dissection edge. The same inflation device was successfully used with other devices. The patient is following up with another clinic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.